Event description:
Information received regarding the explanted device notes that the lead was previously capped and replaced due to a suspected malfunction. The patient developed a pocket infection resulting in removal of the lead. The patieent is not pacemaker dependent.